Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in over a year. A company representative met with the patient and the programmer and the charger would not communicate with the ipg. The ipg was confirmed as inoperable. Surgical intervention will be taken to have ipg replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Follow up identified that the ipg was explanted and replaced, restoring therapy.